Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Event description:
The tissue of the defect was "too soft" and therefore, the amplatzer® septal occluder (aso) did not seat well and embolized.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. Aga requested further information regarding this case, but medical records and images were not provided.